Manufacturer narrative:
The reported observation impedance issues were not confirmed during electrical analysis of the ipg. The root cause was not ascertained. The ipg diagnostic logs did note voltage multiplier overhead (vmo) errors on one program ID which would typically indicate issues with the lead/ext impedance. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, and all test steps passed.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced high impedances. Surgical intervention was undertaken wherein the left extension and ipg were explanted and replaced to address the issue. Therapy was restored post-op.